Event description:
On 1/13/95, the pt presented with seven aborted shocks due to lead noise. During surgery the noise could not be confirmed, the lead was capped, it was observed on the lead that a layer of insulation was completely rubbed away, possibly due to rubbing against the corner of the generator, due to the location. It was noted that when squeezed, small pin holes would exude fluid.